Event description:
It was reported that the patient underwent surgery due to generator extrusion. The generator was repositioned and left implanted. Follow-up with the physician reveals that the patient has very thin tissue over the generator on the lateral aspect of chest and the skin pressure from the implant caused the extrusion. It is unknown if any patient manipulation or trauma occurred, but it is possible as the patient is intellectually challenged, per physician. It is unknown of any causal or contributory medication or diet changes (affecting wound healing) preceded the onset of the extrusion.

Event description:
Additional information was received from the area representative indicating the patient continued having infection of the device and the lead was now being explanted. The patient was reported to be scheduled for re-implant at a later date.

Event description:
Additional information was received through the area representative indicating the patient was to have her generator removed and not replaced as the patient chronically picked at the incision site. The patient was admitted in the hospital and put under antibiotics. Further information from the area representative indicated the patient was explanted as scheduled and due to device infection and protruding through skin. The reported infection was associated with the patient picking at the generator site. No cultures were taken to confirm the infection. The explanted generator was returned to the manufacturer and at the moment remains under analysis.

Event description:
Analysis was completed by the manufacturer. Analysis of the generator indicated there were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The patient's explanted lead body was returned for analysis on (B)(6) 2012. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.